Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and discomfort following implant procedure. It was also reported that the right ventricular (rv) lead exhibited intermittent pacing failure, was inactivated, remains in the patient, and replaced with a different lead. The implantable pulse generator (ipg) exhibited pacing problem, and was explanted and replaced. No patient complications have been reported as a result of this event.